Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 25 mmol/l at the time of the incident. The customer had symptoms of vomiting. The customer reported the error and changed batteries 3 different times. The customer did troubleshoot the issue. The insulin pump will be returned for analysis. The customer treated the high blood glucose and levels went from 18 mmol/l to 10.8 mmol/l.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. However, power error alarm due to non-sleep anomaly software error. (B)(4).